Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. The surgical technique for this device states to verify the 6.5 mm central screw is fully seated in the baseplate, a check with the central screw drill guide should be performed. Simply attach the central screw drill guide/ template to the guide handle, and insert the guide into the reverse morse taper of the baseplate. If the guide sits flush on the baseplate without rocking or toggling, the central screw is completely and correctly seated. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 010000589; lot# 67107128 item# 115313; lot# j7935880 g2: foreign - event occurred in japan customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately one (1) month ago. Subsequently, immediate post-op x-rays revealed disassociation of the glenosphere and a revision surgery was performed the same day. During the reoperation, when the central screw guide was placed against the baseplate, a gap was observed that confirmed the central screw had not been sufficiently inserted during the initial implantation. Therefore, the central screw was rotated 2-3 turns and inserted fully. After confirming the central screw guide no longer had a gap, the glenosphere was repositioned. The reoperation was completed without issue. Attempts have been made and no further information has been provided.